Event description:
The ventilator went vent inop and alarmed while being prepared for use. The ventilator was not in use on a patient therefore there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. Service tech verified the reported problem. The service tech replaced the exhalation flow sensor. Performance verification testing and extended self testing (est) was performed on the ventilator, and all tests passed per operating specifications.